Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt. This is 1 of 2 devices associated with this complaint with associated report numbers of 1226348-2015-00002 and 1058196-2015-00119.

Event description:
During treatment of an 80% stenosis in the right internal carotid artery in the passage to m1, after an enterprise 2 (enc402300/ 10495632) was advanced 2/3 of the way through the prowler select plus (606s255fx/ 17116018), it could not be pushed or pulled further, and the entire system had to be removed from the patient. There was a 45 - 60 minute delay in the procedure due to the strong elongation of the patient vessels; however, there were no adverse events to the patient. The devices were stored as per the labeling instructions, and appeared normal prior to use. The devices were prepped as per the instructions for use (IFU) and the enterprise had been placed securely in the hub of the microcatheter prior to advancement. The devices did not appear damaged after removal from the patient, and the microcatheter had not been bent during the procedure. The devices will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during treatment of an 80% stenosis in the right internal carotid artery in the passage to m1, after an enterprise 2 (enc402300/ 10495632) was advanced 2/3 of the way through the prowler select plus (606s255fx/ 17116018), it could not be pushed or pulled further, and the entire system had to be removed from the patient. There was a 45 - 60 minute delay in the procedure due to the strong elongation of the patient vessels; however, there were no adverse events to the patient. The devices were stored as per the labeling instructions, and appeared normal prior to use. The devices were prepped as per the instructions for use (IFU) and the enterprise had been placed securely in the hub of the microcatheter prior to advancement. The devices did not appear damaged after removal from the patient, and the microcatheter had not been bent during the procedure. A non-sterile prowler sel plus 150/5cm 45tip microcatheter was received coiled inside of a plastic bag. In addition, the involved enterprise device was received inserted inside the microcatheter. The microcatheter was inspected, and a compressed/kinked section was found 127.3 cm from the proximal end of the hub and compressed from 0.5cm to 3.5cm from the distal tip. The microcatheter was inspected under x-ray (microscopic analysis) and the enterprise stent could be observed in the first marker bands due to the compressed section on the microcatheter. The ID from the microcatheter was measured and was found within specification. The functional test could not be performed due to the inserted enterprise2 inside the microcatheter. The delivery wire could not be moved backward or forward through the microcatheter due to the kinked/compressed condition found on the microcatheter body. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The enterprise being impeded and unable to be advanced or withdrawn was confirmed during the microscope analysis since the delivery wire could not be moved whether back or forward through the microcatheter due to the confirmed kinked/compressed condition of the prowler select plus microcatheter. The failure experienced by the customer and the damages found on the device could not be conclusively determined; however, procedural/handling factors may have contributed to the event. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, inspections are in place that prevents these kinds of failures from leaving from the manufacturing facility. Therefore no corrective action will be taken at this time. This is 1 of 2 devices associated with this complaint with associated report numbers of 1226348-2015-00002 and 1058196-2015-00119.